Manufacturer narrative:
User reported visiting urgent care due to pain at the sensor insertion site, radiating from the upper arm to the shoulder and down to the hand since insertion. The user described the pain as severe and requested a solution. Following review of the reported sensor "electric shock" complaint, it was determined that the sensor is a passive device and cannot generate an electric current capable of causing a shock. Even when in "active" mode, the current generated from the nfc field is in the milliamp range, which is not sufficient to be felt or to cause electrical stimulation. The user later clarified that she does not believe the sensation was an electrical shock but suspects that the sensor may be contacting or irritating a nerve.

Event description:
Senseonics was made aware of an incident where user reported visiting urgent care due to pain at the sensor insertion site, radiating from the upper arm to the shoulder and down to the hand since insertion. The user described the pain as severe and requested a solution.

Manufacturer narrative:
H6. Health effect -impact code updated to 4614.